Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A complaint was opened in response to medwatch report mw5073568 regarding a device flame. According to the report, during a total abdominal hysterectomy procedure, a device malfunction caused a small flame to occur at the tip of the cautery blade outside of the patient. There was no apparent injury to the patient.